Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and confirmed a broken grip cable. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, when attaching the monopolar curved scissors (mcs) back to continue the procedure on the robot, it was signaled that the mcs was not being recognized by the robot. When finishing the surgery, at the time of pre-cleaning, the rupture of the handle of the forceps referenced at the end was seen. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.